Manufacturer narrative:
The device is not available for evaluation as it is not known if it was explanted after the patient¿s expiration. Per the instructions for use, arrhythmias are a potential adverse event associated with aortic valve replacement. In this case, an autopsy was not performed and the exact cause of death is unknown. A primary arrhythmia was suspected but was not confirmed. Of note, the sapien valve was noted to be functioning properly one week prior to the patient¿s expiration, and no allegation has been made relating the patient¿s death to the sapien valve. In addition, this patient was 94 years old, and patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field clinical specialist, following the tavr procedure the patient expired. The date of death and the cause were not available at the time of the report. After the initial report, the tavr site reported that the patient died suddenly in his doctor¿s office in a different state. The cause of death was unknown, but a primary arrhythmia was suspected. An autopsy was not performed. The exact date of death was not known, but the site learned of the patient¿s expiration within 30 days of the tavr procedure. The patient was noted to have been in for a valve clinic check up one week prior to his passing and the sapien valve was noted to be functioning normally.